Event description:
The customer reported via phone call that they had low blood glucose levels of 50 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 45 mg/dl when their actual blood glucose level was 104 mg/dl. The customer had also received the sensor error alert, the calibration error alert and the change sensor alert. While troubleshooting, the customer was advised to remove and change out the sensor. The customer was advised that a replacement sensor would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings. Also found two cannulas bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.